Event description:
Prior to termination of clamp trail, perfusionist, walked raceway. Within 2 minutes of walking tubing and prior to unclamping cannulas, ECMO tubing in raceway developed small rupture causing leakage of blood into raceway and a small amount of air entry into the circuit. Np and doctor made aware. New roller head circuit obtained by perfusionist. Hospital obtained emergency blood and ECMO priming meds. Cv surgery team made aware of situation. Perfusionist, with the assistance of another rn and myself placed patient on new circuit. Arterial line bled back to evacuate clot prior to attaching new circuit. No air entry to patient noted. Patient remained stable throughout event. No changes in neuro status noted post event. Small debrief held post event with perfusionist and myself. Goal was for a debrief involving all parties, but it did not happen.